Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery. On (B)(6) 2016, the patient presented with chest discomfort, complete heart block, hypotension, bradycardia and cariogenic shock. The patient went into cardiac arrest and was shocked 2 times. A temporary transvenous pacemaker was placed which optimized systolic blood pressure. An intra-aortic balloon pump was placed before going to the cath lab. The left anterior descending artery was totally occluded. A pilot guide wire was advanced to the distal lad with some resistance. Balloon angioplasty was performed which did provide some flow into the distal lad. A 2.5 mm balloon was inflated in the mid lad; however, an elllis type iii cavity spilling coronary perforation occurred which was first tamponaded with the same balloon catheter and then a 2.8 x19 mm graftmaster covered stent was implanted which sealed the perforation. A non-abbott drug-eluting stent was deployed in the ostial/proximal lad. Timi 3 flow was achieved in the first diagonal branch and the rest of the lad was timi 2 and 3 at the end of the procedure. The patient went into swingbed care and was responding to therapy; however, on (B)(6) 2016 the patient went in to cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and advanced life support measures were completed but the patient expired. The rn at the hospital thought the graftmaster did not contribute to the death; however, an autopsy was not performed.